Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported that the insulin pump alarmed no delivery during the manual prime process. The customer's recent glucose reading was 54 mg/dl, and she has treated with food. Troubleshooting was performed. The customer stated that the infusion set was changed to resolve the issue. The customer attempted to prime and got a motor error alarm. Ran a displacement test and failed, but the customer declined to return the insulin pump at this time. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.